Manufacturer narrative:
At the time of the initial report the was to be returned for analysis. Attempts to retrieve the sample for analysis have not been success, the sample has not been rec'd. D3 - sample not returned for analysis. H6 - sample not returned for analysis. Results - unable to perform testing without actual sample involved in the incident. Conclusions - unable to fully investigate the probable cause of the incident without samples. Supplemental report submitted 9th oct 1998.